Event description:
The clinician reports the implant was inserted in ada 12. Details of surgery: primary stability not achieved. On (B)(6) 2019, non-osseointegration was verified. Patient presented with bone type iii and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, mobility and swelling. No further patient complications were reported.